Event description:
It was reported that a spectrum pump had a door sensor that would not recognize a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door sensor issue in the form of a door not fully latched alarm which corresponds to the reported symptom. This was caused by a failed upper link switch on the upper auxiliary assembly. The upper auxiliary assembly was replaced.